Event description:
It was reported that during an emergency coil embolization to address abdominal bleeding. Three coils were placed. When attempting to place the fourth coil (subject device), resistance was encountered in the the shaft of the microcatheter. When retracting the subject coil, it detached prematurely inside the microcatheter. The subject coil and the microcatheter were retrieved together and the subject coil was replaced. Subsequently, the procedure was successfully completed using the same microcatheter. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer that the resistance was encountered in the middle of the shaft. Then the subject coil was pulled back, and it got prematurely detached inside of the microcatheter. This may have occurred due to manipulation or procedural factors. However, it cannot be confirmed as the device was not returned. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during an emergency coil embolization to address abdominal bleeding. Three coils were placed. When attempting to place the fourth coil (subject device), resistance was encountered in the the shaft of the microcatheter. When retracting the subject coil, it detached prematurely inside the microcatheter. The subject coil and the microcatheter were retrieved together and the subject coil was replaced. Subsequently, the procedure was successfully completed using the same microcatheter. No clinical consequences were reported to the patient due to this event.